Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection indicated that the delivery wire was not returned with the main coil. The main coil was found to be detached from the delivery wire. Functional inspection: coil in catheter friction functional test ¿ unable to perform the test as the main coil was found to be detached. Main coil prematurely detached/separated during use (outside patient) functional test - n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and it is unknown if continuous flush was set up and maintained during the clinical procedure but there were 9 other coils already successfully deployed before this (10th) coil displayed an issue. The tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter. Based on the investigation, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the ar/aa code main coil prematurely detached/separated during use, and to the ar (as reported) codes coil in catheter friction as well as the aa (as assignable) codes main coil kinked/bent and main coil stretched.

Event description:
It was reported that during the procedure of spleen aneurysm coil embolization, when the subject coil was attempted to advanced into the microcatheter, there was resistance inside the microcatheter and it got detached prematurely. The prematurely detached subject coil was removed from the patient's vasculature by applying negative pressure with a syringe. The physician replaced the subject coil with a new device and same microcatheter was used to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure of spleen aneurysm coil embolization, when the subject coil was attempted to advanced into the microcatheter, there was resistance inside the microcatheter and it got detached prematurely. The prematurely detached subject coil was removed from the patient's vasculature by applying negative pressure with a syringe. The physician replaced the subject coil with a new device and same microcatheter was used to complete the procedure successfully. No clinical consequences were reported to the patient due to this event.